Manufacturer narrative:
On (B)(6) 2016, a medtronic representative performed an imaging system check-out at the site. The door opening issue could not be reproduced. Knocked out the dents in the x-stage cover and did not change the positioner controller. The drive chains were also adjusted. The mechanical tests, imaging tests and safety inspection all passed; the system performed as intended.

Event description:
A medtronic representative reported that the site was having issues with docking the imaging system. There was no patient present when this issue was identified. No further details regarding this issue, or specifically when it occurred, were provided.